Manufacturer narrative:
Continuation of d10: product ID: wr9200, lot#serial#: (B)(6), product type: recharger analysis of wr9200 (B)(6) found led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger is unresponsive. They stated that the battery indicator lights are scrolling and it will not power on. Patient confirmed the green light was on the dock when plugged into the outlet (but also said when they wiggled the cord it on the dock the light would turn off and on but then they secured the plug connection and it remained on and solid). Agent walked caller through resetting the wireless charger on and off the dock. It still would not power on. The issue was not resolved. A request was sent to repair to replace the wireless recharger. Additional info received from patient that they received the replacement equipment and needed some assistance getting it paired. Agent walked patient through process and confirmed started ins charge session.